Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
Alleged event when I initially reached out I was complaining about extreme tooth sensitivity with my second to last left bottom molar. I went to the dentist worried because I had a cavity with that tooth about 3 years ago. He explained that the retainers snapping into place each time I wore them actually wore some of my tooth away to the point where the filled cavity is no longer flush with my tooth since my tooth "shaved" away. I'm not sure if I should proceed with the retainers at this time. I still have extreme discomfort when it comes to eating hot or cold things and even air sensitivity.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.